Event description:
It was reported, the patient had bhp surgery in 2000. Patient experienced hip dislocation a few times in six years. In 2006, it was found that the bipolar cup and the head were disassembled. Patient was revised the following day.

Manufacturer narrative:
Additional information has been requested, and if received will be supplied on a supplemental report.